Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was getting ready to eat. Customer's blood glucose level was 223 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. Unit received with cracked case at battery tube threads, minor scratched lcd window, and stained end cap sticker.